Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to loosening.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the device is unknown. The device history records for the tibial and femoral components were reviewed with no deviations or anomalies identified. These devices are used for treatment. The implants were reviewed for compatibility with no issues noted. A product history search was conducted for the part/lot combinations related to the event. No other complaints were identified for either part/lot combination. Review of the operative notes from the revision surgery on confirmed that both the tibial and femoral components were revised due to loosening. The notes indicate that the femur was ¿quite loose¿ with minimal ingrowth, and that there was gross motion on the tibial plate. No deviations from the surgical technique were noted in the primary operative notes from the initial tka. Information was not provided regarding the patient¿s adherence to a rehabilitation protocol or any other patient factors that may have influenced the performance of the device. A field action was conducted on (B)(6) 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The tibial component in question was implanted prior to this field action. FDA recall contains the related tibial lot number. A CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices. Note that femoral loosening is not in the scope of the initiated CAPA, and there is no clear indication as to if the tibial loosening contributed to the loosening of the femoral component. A definitive root cause of femoral loosening cannot be determined with the information provided. The risk of the femoral loosening is addressed through the personam the personalized knee system package insert. The package insert lists loosening as an adverse effect. This is therefore a known inherent risk of this procedure.